Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a pairing failure between the transmitter and smart device occurred. No additional patient or event information is available. Product was provided for evaluation. And exterior visual inspection was run and the product passed. The transmitter's voltage was tested and passed with 0.21 vdc. A nordic bluetooth device pairing test was run and the product passed. A transmitter functional test was run and the product passed. Data was available in the sharelog. Findings related to complaint in cloud/share data were that transmitter 40hf2n failed to pair on issue date. Data review confirmed the reported event of pairing failure. The root cause was determined to be loss of connection. The reported issue of pairing failure is reportable based on the finding of permanent connection loss.